Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4 ¿ 510k: this report is for an unknown guide/compression/k-wires: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: sun f, et al. (2022), a new antirotation strategy of k-wire tension band therapy for patellar fracture, front. Surg. 9:891869, doi: 10.3389/fsurg.2022.891869 (china). The purpose of this study is to present a new strategy of k-wire tension band therapy for patellar fracture and explore the antirotation effect of the modified tension band method on patellar fracture. Between january 2016 and december 2018, 75 patients with patellar fractures who were treated either with the traditional k-wire tension band method or with the modified method were included in the study. The traditional tension band method was used in 46 patients which included 24 men and 22 women with a mean age of 64 years. The modified method was used in 29 patients which included 13 men and 16 women with a mean age of 63 years. The unknown synthes 2.0-mm titanium k-wires and the unknown synthes titanium cables were used for all the patients in this study. Complications were reported as follows: traditional group: 35 patients had rotation of k-wires. 14 patients had simple rotation injuries. 18 patients had cable unhooking. 1 patient had fixation breakage. 4 patients had skin ulceration. 24 patients had skin irritability. Modified group: 1 patient had cable unhooking. 1 patient had fixation breakage. This report is for an unk - guide/compression/k-wires: trauma. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 2 for (B)(4).